Manufacturer narrative:
The sky varbl pistol grip guide (p/n: 286810100, lot #: kw1446832) was returned and received at us cq. Upon visual inspection, scratches and slight discoloration were observed on the device, but have no impact on the device functionality. The pistol grip guide is used to lock the guide to the plate, thereby allowing it to be used as a plate holder by orienting the tip of the pistol grip drill guide within the screw bone by squeezing the trigger to engage the ratchet mechanism to obtain a desired angle. There were no signs of broken observed with the returned device, but the trigger of the device was observed to be jammed as the travel only limited to three slots of the ratchet prius acp component. The interaction between the spreading tip and the spreader component when the trigger is pulled could have caused the jammed condition of the device. Both spreading tip and spreader components were examined visually and no defects were identified. This resulted in the failure of device functionality as the desired angle cannot be obtained. Hence confirming the complaint. The complaint condition was confirmed for the sky varbl pistol grip guide (p/n: 286810100, lot #: kw1446832) as the returned device was functionally broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for variable pistol grip guide was conducted identifying that lot number kw1446832 was released in a single batch. Batch1: lot units were released on 05 mar 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the skyline anterior cervical plate system variable pistol grip guide was broken. There was no procedure or patient involvement. This report is for one (1) skyline anterior cervical plate system variable pistol grip guide. This is report 1 of 1 for (B)(4).